Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to recharge a battery pack. The cause for the failure was isolated to extensive insect contamination throughout the battery charger/modem. The root cause for the failure was insect contamination. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger/modem was resetting.